Event description:
Reported one false negative result. The customer communicated the result tested negative by molecular (pcr testing).

Manufacturer narrative:
Investigation summary: retained testing did not provide reason for false negative results. Unable to determine root cause. Root cause: unable to determine. Source: email.